Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the device was not working. Something was wrong with the meter. The patient was experiencing a great amount of pain in their hip and upper leg on the right side where the meter was. The patient was shaking because they were in so much pain. The patient had a fall about 2 months ago on the right side where the meter was. It was reported that the patient¿s pain had been progressively worse the last 2 weeks ((B)(6) 2016). The patient went to their health care professional (hcp) yesterday and saw the assistant who called the manufacturer representative. The manufacturer representative in the area was no longer the same one the patient had seen before. The plan was to have another appointment in 2 weeks to see if the pills they were taking would help them and for the manufacturer representative to check the meter. The patient did not want to wait 2 week for their meter to be checked. The patient lived in an independent living center and had a care taker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.